Event description:
Review of service data detected a reportable problem. During servicing monitor sn (B)(4) failed incoming pulse testing. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. As received, the monitor failed incoming pulse testing at the discharge phase. Upon eval, multiple components were damaged on the defibrillator and computer/analog (ca) board. Due to the extensive damage, a root cause was unable to be positively determined. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.